Event description:
It was reported that a patient underwent an l3-l4 laminectomy and l4-l5 plif with bmp. On postoperative day 2 when the drain was removed, it snapped and a fragment of the drain was retained inside the patient¿s back subfascially. X-rays were taken to confirm this. It was decided to remove the drain fragment in the operating room under general anesthesia. Patient was brought to the or and intubated. The pieces were removed and the wound was irrigated with bacitracin. Wound was cleaned and closed. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.